Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred upon power-up in the operating room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, 'system error 322' was confirmed. A review of the event history log displayed 'system error 322'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined as lower link switch to not function properly. Lower aux replacement required. Should additional relevant information become available, a supplemental report will be submitted. Supplemental report will be submitted.